Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain on his side. X-rays taken confirmed the lead had migrated. Surgical intervention may be taken at a later date to address the issue.

Event description:
Additional information received identified the lead was explanted and replaced with another model which resolved the issue.